Event description:
It was reported the patient's ipg stopped holding a charge. As a result, the ipg was replaced to address the issue.

Manufacturer narrative:
Date of event and patient weight are estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.